Manufacturer narrative:
As reported, about two weeks post-implant of bard/davol ventralight st w/echo ps, the patient was diagnosed with seroma and underwent ultrasound. As reported, the ae is resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists seroma as a possible complication. To date, this is the only reported complaint for this manufacturing lot.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2016 - subject patient underwent primary robotic assisted right lumbar hernia repair procedure. A bard/davol ventralight st w/echo ps, was placed using unspecified sutures. Full skin closure was achieved using sutures and adhesive skin closure. The subject patient was discharged to home on (B)(6) 2016. (B)(6) 2016 - subject patient was diagnosed with seroma. Ultrasound showed fluid collection containing blood or debris. No treatment given. By the next appointment on (B)(6) 2016, the seroma was resolved. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.